Event description:
Hip replacement taken out, incision and drainage, cultures sent. Patient with recent onset of complaints of increased drainage, erythema, general malaise, groin and thigh pain status post-left total hip arthroplasty (tha) performed one month previous. He was subsequently admitted and diagnosed with left tha wound infection and underwent a left tha wound I&d (incision and drainage) with component explant two months after original implant surgery date.